Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit was turned to defib mode, and an attempt was made to charge the device to 200 joules, but the screen displayed an "error 46" message. The complainant indicated that there was no pt involvement in the reported malfunction.